Event description:
It was reported that a female patient, underwent an atrioventricular nodal reentrant tachycardia procedure with an ez steer¿ nav bi-directional electrophysiology catheter and during ablation she suffered heart block. After 50 minutes the heart block partially resolved and patient presented long hv intervals. The procedure was cancelled and patient required extended hospitalization and monitoring. The patient was reported to be in stable condition at the time the complaint was reported and her medical history is unknown. The physician¿s opinion regarding the cause of this adverse event is that this was a known possible complication during the procedure due to a small triangle of koch.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 17060692m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Concomitant medical products: product name: carto® 3 system, us catalog #: fg540000, serial #: (B)(4). Product name: stockert 70 rf generator, us catalog #: s7001, serial #: (B)(4). Product name: bwi quad catheters. Concomitant medical products: bard cs and a st. Jude crd2 catheter. (B)(4).